Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-dec-2024. Investigation summary: bd received 1 photo and 10 samples for investigation. The customer photo displays the device packaging but fails to show the reported defect. A total of 10 customer samples underwent functional tests, which involved using 10 tubes per needle to assess functionality. All the samples passed the tests, exhibiting no evidence of damage or leakage during the draw. Additionally, all samples passed the retraction lockout functional test, demonstrating proper activation with no evidence of defects or leakage. Furthermore, 30 retained samples were subjected to similar functional tests. All retained samples passed these tests, showing no evidence of damage or leakage during the draw and proper activation without defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the sleeve was not retracting, causing blood to flow out when blood culture bottles or tubes were removed on unspecified number of devices. No patient impact reported, sample was recollected.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the sleeve was not retracting, causing blood to flow out when blood culture bottles or tubes were removed on unspecified number of devices. No patient impact reported, sample was recollected.